Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 24x3.50 promus premier¿ drug eluting stent was advanced to treat the lesion. However, during procedure the physician had difficulty advancing the device towards the lesn. The device was removed from the patient and the distal edge of the stent was noted to be deformed. The procedure was completed with another promus premier stent. No patient complications were reported and the patient's status was good.